Event description:
Patient was revised due to medial knee pain. Intraoperatively found patella erosion due to the femoral component wearing on the natural patella. The surgeon noted that a smaller femoral component should have been implanted.